Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to not applicable and the device diagnosis was other possible pump movement during MRI. It was noted that no diagnostics were complete or plan to be complete to confirm if pump moved. The cause of the pump movement was indicated as MRI caused it. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 6mg/ml for a total dose of 2.4979mg/day, bupivacaine 20mg/ml for a total dose of 8.326mg/day, compounded baclofen 600mcg/ml for a total dose of 249.79mcg/day, and clonidine 250mcg/ml for a total dose 104.08mcg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017, the patient reported that they had a recent magnetic resonance imaging (MRI) be stopped, as they felt as if the pump was moving in their abdomen. The patient reported feeling the pump move during the MRI. On (B)(6) 2017 the patient requested an abandonment of MRI. No further diagnostics or intervention was performed. The clinical diagnosis was possible pump movement during MRI. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related and was related to MRI. The event date was (B)(6) 2017. No further complications were reported/anticipated.